Event description:
It was reported that the wand got clogged, some steam/smoke was seen at the end of the wand as happens when the wand is clogged then it stopped working. No back up device from (B)(4) was available. No patient injury was reported.

Event description:
It was reported that the wand got clogged, some steam/smoke was seen at the end of the wand as happens when the wand is clogged then it stopped working. Procedure was completed with a laser competitor device. No patient injury was reported.

Manufacturer narrative:
The device, used in treatment, was returned for evaluation. There was a relationship found between the returned device and the reported incident. Visual inspection under magnification shows minimal electrode wear with a significant amount of dried blood and tissue in the suction orifice. There is dried blood/tissue and discoloration present on the spacer as well. There are no manufacturing abnormalities visually observed with the returned device. The wand was connected to a compatible controller and activated in saline solution at the default and max settings and performed as intended. The suction line was tested and saline did not flow through-out the line. The line was back flushed and suction was restored as saline flowed through-out the line without hesitation. The complaint has been verified and the root cause could not be determined with confidence as several factors can contribute to the failure. It is possible that the suction pressure may have not been enough to excavate blood and tissue, or there was an attempt to excavate large ablated tissue remnants. These factors can cause the tip to clog; therefore, decreasing the functionality of the wand. The procise lw wand will create steam when sufficient suction is not used and give the user the perception that it is smoking. Clogging of the wands suction is typically caused by large, ablated tissue remnants. Periodically wiping the unactivated tip with wet gauze can help prevent clogging. Should the wand become clogged, intermittently dip the tip into a saline filled beaker and activate the wand with the ablation footpedal to flush the suction port. If the wand remains clogged, a 10-20cc syringe filled with saline may also be used to back flush the suction port. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution.